Event description:
As reported possible premature battery depletion from ICD, due to high output. Rep mentioned high output was due to high lv lead capture threshold, but they were uncertain if there was a lead issue or not. The lead was capped during the battery replacement.